Event description:
On (B)(6) 2026, a healthcare professional reported that the patient had an inflammatory response /reaction (allergy to amalgam). Gastrointestinal (gi) upset, on and off as they worn night guard. When discontinued usage, symptoms improve. No permanent injuries were reported. No additional information was provided.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).